Manufacturer narrative:
The distal portion of the lead was returned, analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted and returned to the manufacturer due to a system upgrade to an implantable cardioverter defibrillator (ICD) pacing system. Subsequently, the lead tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.